Manufacturer narrative:
Visual evaluation of the returned device found it to be in good physical condition, and the foot switch appeared to function properly during mechanical testing. During electrical evaluation, however, power output was intermittent when the power pedal was depressed. The irrigation pedal was reported to work properly. The condition of the returned device is consistent with the complaint that the "foot pedal will not activate rf"; the complaint was confirmed. This failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat ii foot switch was used during a colonoscopy procedure (with polypectomy) performed on (B)(6), 2011. According to the complainant, the foot switch would not activate the delivery of rf energy. The procedure was completed successfully with another endostat ii foot switch, and it was reported that the account alleges no malfunction of the endostat ii electrosurgical unit that was used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.